Event description:
A surgeon reported that foreign material was found in the barrel of this product before usage. There was no patient involvement. No further information is expected.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed at necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other similar complaints reported in the lot number. (B)(4).